Manufacturer narrative:
Investigation: visual inspection revealed that the heater hook had detached from the silicone jaw boot. The jaws had some signs of clinical usage. There was some evidence of blood. Based upon the visual observations, the reported complaint for "heater bent" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 heater wire lifted up away from the jaw. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.